Event description:
The abbott field service engineer (fse) observed error code 1007 (unable to process test, activated read failure) for three specimens, generated from the architect i2000 analyzer. The fse checked the result log and confirmed a spike in the cea sub-reads. The customer was sent a replacement lot of reaction vessels to resolve the issue. There was no impact to patient management.

Event description:
Reporter indicated that a vns patient underwent generator revision surgery due to end of service of the current device. The explanted device was returned to the manufacturer for analysis and the reported end of service condition was confirmed which was an expected event based off the battery life calculation. During device eval, leaky q9 and q10 components were identified that could potentially be a contributing factor to the end of service condition of the generator. The q9 and q10 components were replaced with a good bench components and the device then met all requirements of the module-level test.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(6)(4). Suspect medical device, lot number: the lot number in the initial medwatch submission was incorrect. The correct lot number is 69435p100, which has been corrected in this follow up. An investigation is in process. A final report will be submitted when the investigation is complete.